Event description:
Original surgery in 2004. Allegedly medical pivot insert separated from tibial tray. Surgeon performed a primary surgery because the patient was osteoarthritis. He said the cause of this event is due to incorrect ligament balance and incorrect fixation of the insert and tibial tray.